Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for intravascular ultrasound (ivus) examination. During preparation, while flushing the catheter, it abnormally inflated at the connector. A video shows a balloon-like expansion forming when attempting to clean the catheter. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical evaluation could not be performed. However, a review of the media provided by the customer showed the extension tube inflated.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for intravascular ultrasound (ivus) examination. During preparation, while flushing the catheter, it abnormally inflated at the connector. A video shows a balloon-like expansion forming when attempting to clean the catheter. The procedure was completed with another of the same device. No patient complications were reported.